Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill message. Reportedly, the cartridge was filled with 150 units. The customer is currently on a saline trial; however, there was no reported impact to the customer's blood glucose level. The customer successfully added insulin and completed the load process successfully.